Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this device and a competitive right ventricular (rv) lead, pacing impedance measurements were greater than 2000 ohms with the pacing system analyzer (psa). Additionally, threshold measurements were high and placement difficulty was experienced. The device was implanted during the procedure; however, the competitive lead was not. No adverse patient effects were reported.